Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
Customer reported via telephone call that the top of their reservoir kept coming off. Blood glucose is unknown at the time of the call. Customer states that when the top comes off, the reservoir no longer stays in the reservoir compartment. Customer states that reservoir does not show signs of damage. The pump will be returned for analysis.